Event description:
The physician was treating a severely tortuous, severely calcified lesion located in the ostial of the lm-lcx which also had 95% stenosis. The integrity stent was removed from the packaging as per IFU, inspected and negative prep performed with no issues noted. Resistance was encountered when advancing the device and a buddy wire technique was used. Excessive force was not used during delivery of the stent. It is reported that the stent dislodged in the left main. The physician used a snare to retrieve the stent. The stent was removed from the patient and discarded. No other clinical sequelae reported. Two photos received confirm the undeployed dislodged stent post removal from the patient.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (tortuous, severely calcified lesion, 95% stenosis). Inherent risk of procedure (stent embolism). No results available since no evaluation performed; (device and cine images not returned for evaluation). (No device returned). Evaluation conclusion: device failure related to patient condition (tortuous, severely calcified lesion, 95% stenosis). Known inherent risk of procedure (stent embolism).